Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the infusion set issues due to being a first time user. Reportedly, the infusion site was not inserted properly and caused elevated blood glucose (bg) and adhesive folding. Blood glucose was 550 (mg/dl) with moderate ketones and was addressed with an insulin pen and by performing an infusion set change. Multiple attempts were made by tandem technical support to reach the customer and obtain additional information, but the customer did not respond. Brand of infusion set was not reported.